Event description:
Implantable cardioverter defibrillator (ICD) pt needed ICD generator replacement. During testing, lead impedance was unacceptable to physician with device based testing. Upon interrogation after device based testing, lead impedance was high and charge cirucit on status reset. Physician and co engineer elected to implant another device.